Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The hospital discarded the device.

Event description:
The patient was undergoing a coil embolization procedure for a pseudoaneurysm in the uterine artery using ruby coils. During the procedure, the physician successfully deployed and detached two pod4 coils proximal and distal to the large pseudo-aneurysm. The physician noticed that contrast was advancing through the proximal pod4 coil and decided to implant a ruby coil. The physician was unable to deploy the ruby coil into the aneurysm and it was removed. No further actions were taken and the procedure was successfully completed. There was no report of an adverse effect on the patient.